Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the low bg issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was around 20 mg/dl and customer experienced dizziness. Customer consumed carbohydrates to address bg level. Cause of low bg was unknown